Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks along the sheath assembly and in the imaging core. The imaging widow was detached in the lapjoint section and was not returned for analysis. No other damage was encountered upon visual inspection. During microscopic inspection, pitting and degradation of the transducer housing consistent with saline damage was noted. Impedance testing showed a good unit wave form. However, the image characterization testing could not be performed due to the returned device condition. Review of a picture of the device received from this site revealed a kink in the sheath assembly and a detachment of the imaging window.

Event description:
Reportable based on device analysis completed on 4aug2021. It was reported that visualization issues occurred. The 75% stenosed, 28mm x 3.0 mm target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. An opticross ic was selected for use to view the target lesion. During the procedure, the catheter could not show the image and the image was lost during implantation. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition post procedure was stable. However, returned device analysis revealed imaging window detachment.